Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain and lost of range of motion.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. This device is used for treatment. It is now known that the patient was revised due to pain and possible loosening of the tibial component. No operative notes were provided for review. X-rays were provided and no gross issues could be seen in the x-rays. A patient report for nickel allergies was provided that indicated the patient has a high reactivity to nickel. A product history search identified no other complaints for the part and lot combination of the tibial component related to the event. As the patient was revised due to possible loosening of the tibial plate, it is noted that a field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The corrective and preventive action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
As the devices remain implanted, no devices are available for evaluation. Device history records for the tibial plate were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were not provided. A complaint history search found no other complaints against the implant part/lot combinations. Compatibility of the implants was reviewed with no issues found. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: a 42522000511, persona articular surface, lot 62643902, 42502205802, persona femoral component, lot 62639667. Update received via primary and revision operative notes. The primary operative notes provided confirm that the patient underwent right total knee arthroplasty. Review of primary operative notes does not indicate root cause. Range of motion and stability were re-checked and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. The revision operative notes provided confirm that the patient underwent revision for mechanical loosening for the recalled tibial component and due to metal allergy. During the surgery no signs of infection were identified. The femoral and tibial components were removed. The tibial component was removed and 50% of the backside of the tibia appeared to have fibrous ingrowth and 50% bony ingrowth. These devices are used for treatment. No compatibility issues were noted. Product history search for the tibial component revealed no other additional complaint for the lot search and found twenty one complaints for the individual part search for loosening. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. This issue has been investigated and addressed in an investigation that determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause. The metal allergy issue is not a device issue but is considered to be associated with the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.